Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with technical support and the malfunction alarm was cleared. There was no adverse impact to the customer's blood glucose level.